Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/12/2016 with the following findings: there was no activity related to the complaint observed in the black box or download history. There was no damage found to the battery compartment or cap and no overheating was duplicated during testing. The pump¿s electrical current draws were found within specification and there was no damage or internal moisture found when the pump was opened.